Event description:
It was reported that an arteriotomy closure of a fibrotic right common femoral artery was attempted using a perclose proglide device after a coronary angioplasty procedure. Reportedly, at the plunger removal stage, the cuff did not attach the link to the prolene suture and the plunger was removed without any suture present; a cuff miss occurred. The foot was returned to the deployment step and the device was removed until the guide wire port was visible and the guide wire had been reinserted. A second perclose proglide device was deployed, all steps were followed correctly, but the access site had not been completely closed, blood spurting was observed. Hemostasis was achieved by applying manual arterial compression and a curative compress. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant additional information.

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device confirmed that a suture retrieval issue did occur. The plunger was returned with link attached onto the anterior needle. The posterior side of the link did not have a cuff attached, but was unraveled. The posterior needled tip on the suture had the posterior cuff attached. The posterior cuff did not have link material within. This is an indication that the needles were deployed appropriately, but suture encountered resistance during plunger retraction and the link pulled out of posterior cuff which can appear very similar to a cuff miss. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.